Manufacturer narrative:
(B)(4). Ansell healthcare products, llc is submitting this report on behalf of unk factory.

Event description:
The customer informed ansell healthcare products, llc that after using a lifestyles product she had to go to the emergency room to have the condom removed as it was lodged up beneath her cervix.